Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: c2tr01 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 5076-45 implantable pacing lead, implanted: (B)(6) 2002; 5076-52 implantable pacing lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient had a (B)(6) infection. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.